Manufacturer narrative:
Additional information added to h3, h6 and h10. The device was not received for evaluation; however, photographs of the sample were provided for investigation. Visual inspection of the provided pictures did not identify any abnormalities as only the label of the dialyzer and the header area after treatment were visible. The reported condition was not verified. As the actual device was not returned, the cause of the condition could not be determined; however, the most likely cause is a crack in the housing nearby the welding zone. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one unit of u9000, an external fluid leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.